Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: july 21, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was cleaned, a tear and scratches on the optic body were observed. The complaint issue dc-iol torn was confirmed; however, based on the return condition of the lens it cannot be confirmed to be related to manufacturing issue. Therefore, no product deficiency could be identified. Dc-delivery issues could not be confirmed because the lens was returned outside/without a cartridge tip. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, complaint issue could not be confirmed to be related to manufacturing and therefore no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/weight/ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a tear in the intraocular lens (iol) when it was partially inserted into patient's eye. There was no patient injury and no medical intervention was required. Another lens of same model and diopter was used as the replacement and procedure was completed. No further information was available.